Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024. It was reported that on (B)(6) 2024, hamilton t1 sn (B)(6) switched modes (pcv and simv) during ventilation. As an immediate action, it was advised to the reporter to do full service and function test. No logs or other information provided by the customer. As per avaialble information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4).

Event description:
The following has been reported to hamilton medical ag on february 26th 2024. It was reported that on (B)(6) 2024, hamilton t1 (sn (B)(6)) switched modes (pcv and simv) during ventilation. As an immediate action, it was advised to the reporter to do full service and function test. No logs or other information provided by the customer. As per avaialble information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.